Event description:
Caller states, the patient tested 6.9 inr on the coaguchek s system and 4.5 inr on a comparison lab. Coumadin was held for 3 days due to device result and later reduced. No adverse event reported. Requested return of suspect system and replacement was sent.